Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was later repositioned, and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: 4581: lens rotation. H6: 4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: secondary surgical intervention to rotate the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).